Event description:
The customer reported that a magnesium bag 2grams/50ml infused faster than programmed. The nurse programmed the infusion at 25ml/hr and the vtbi at 50ml. The pump alarmed 15 minutes later for air-in-line and the nurse noticed that the bag was empty. The pump recorded that 5ml of the drug was delivered. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a magnesium infusion finishing sooner than programmed was not confirmed. Physical inspection noted the device to be in fair condition. Both iui connecters were found to be dull and the male iui had signs of green corrosion. There were no other anomalies. Analysis of the pcu event log shows that pump module sn (B)(4) was programmed to infuse magnesium sulfate peripheral 2gram in 50ml at 8:54am on (B)(6) 2015. The rate of the infusion was calculated to be 25ml/hr with a vtbi of 50ml. At 9:06am, the device alarmed for air-in-line and the infusion was restarted. At 9:07am, the device alarmed again for air-in-line. The device was then paused and subsequently channeled off at 9:10am. The volume recorded as being infused during this time was 5.044ml. Functional testing was performed and the device was found to be delivering fluid within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.